Event description:
It was initially reported that the patient had passed away due to lung cancer. The relationship to vns was not provided. As the cause of death is known the death was unlikely due to sudep. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Cause of death information obtained from the (B)(6) index was reviewed by the manufacturer which indicated that the patient's cause of death was malignant neoplasm of bronchus or lung (unspecified), secondary malignant neoplasm of brain and cerebral meninges, coagulation defect, (unspecified), unspecified mental and behavioral disorder due to use of tobacco, pulmonary embolism without mention of acute cor pulmonale, and other and unspecified convulsions. There is no allegation or other information indicating that the death is related to vns.